Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed. A pairing test was performed and failed. Functional testing was performed and there was a failure related to the complaint. A review of the data log confirmed the reported event of loss of connection. The probable cause was determined to be a defective transmitter. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A root cause could not be determined..